Manufacturer narrative:
A field service engineer (fse) went onsite to evaluate the device. The blender was confirmed to be defective and was replaced to resolve the reported issue. Preventive maintenance was performed on the device and all required calibrations and functional checks were completed successfully, with all results within specification.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that the ventilator has a defective blender. There were no reports of patient involvement.